Event description:
Pt experienced power surges when she turned her device on and off. The shocking the patient experienced was strong enough that it "brought her to her knees" and "brought tears to her eyes." The patient also experienced increased soreness in the area that was overstimulated following these episodes.

Manufacturer narrative:
H6 - primary finding on analysis revealed no performance out of specification. The power board was replaced as a preventative measure.